Event description:
It was reported that during a follow up visit with the patient on (B)(6) 2013, it was observed that impedances on were "unstable" on bipolar electrode pairs on the implantable neurostimulator (ins). Specifically, the impedances were measured several times and sometimes showed values of >2000 ohms and then measured at <(><<)>2000 ohms at other times. It was noted that the patient was implanted about 2 years ago. Adjustments were provided to the patient and they will continue to be followed. The patient's physician requested that the cause of the issue be identified as they felt the patient's therapy effect decisions were difficult to make with the unstable impedances. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40. Product type: lead. (B)(4). (B)(6).

Event description:
Additional information received reported the cause of the instability of impedances had not been determined but the patient¿s settings had been changed and they were still using the device. The patient was getting effective therapy.

Manufacturer narrative:
(B)(4).